Event description:
A customer reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset procedure, after which the error code did not reappear, and the customer successfully initiated their sensor session.